Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance and capture threshold. A new lead with different model was implanted. No additional adverse patient effects were reported.